Event description:
Additional information received identified that surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 006705815-2021-03036. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on the right lead. Attempts to reprogram for bilateral coverage was unsuccessful. Imaging studies showed that patient had a right lead fracture. Surgical intervention may take place to address the issue. It¿s unknown which lead was fractured, and both are being reported.